Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm occurred; however, the type of alarm was unable to be specified. There was no information provided regarding the customer's blood glucose level.